Manufacturer narrative:
The product lot number and reference were not communicated . Which prevent from reviewing the device history records and traceability to find if there is any non-conformance in procedure or deviation in specification that may have impacted this event. Additional information were requested. Investigation still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us : revision, unknown reason. This complaint was opened upon informations that were collected via annual surveillance survey: surgeon reported a device removal on a patient that was implanted with mobi-c past year. No additional informations were provided. Investigation still in progress.

Manufacturer narrative:
Product wasn't received so no visual and functional examination can be performed. Field g4 was corrected . A review of the device hsitory records and tracebility aren't possible because reference and lot# of implant wasn't available. From lonely information provided, based on the complaint report , the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause of the event cannot be determined. The cause for the device issue is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause can not be determined . If additional information were received that allow to drawn a conclusion for this case ,another report will be sent .